Event description:
During baxter's functionality testing of a spectrum pump, it did not detect a closed door. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the experienced not recognizing a closed door, which was reproduced. The evaluation experienced a close door message. The messages were found to be caused by a damaged upper door hook. The door hooks were replaced.